Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a sensor error. Customer's blood glucose was 310 mg/dl. He treated with a bolus delivery. The error occurred after sensor initialization. The transmitter passed the test plug procedure. Customer stated the sensor cannula was bent. He stated that he tried to insert a different sensor and the sensor fell apart. The needle fell off. The sensors are being replaced. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.